Event description:
It was reported that pt underwent primary total knee arthoplasty in 1996. Revision surgery performed in 2003 found femoral component loose and articular surfaces on tibial and patella components worn. All components were replaced.